Event description:
Customer reported feeling weak and confused with the following results obtained on the advantage system: hi (greater then 600 mg/dl), 283 mg/dl, 547 mg/dl, 213 mg/dl, and 235 mg/dl. The timeframe between the reported results is not known. Customer administered novolin r based on meter result of 235 mg/dl. Customer's symptoms did not improve, and he received following results on the advantage system: 331 mg/dl, 134 mg/dl, 148 mg/dl, and 228 mg/dl. The timeframe between the reported results is not known. Customer administered another dose of novolin r. Paramedics arrived and customer tested 22 mg/dl on the professional device. He was treated with oral "sugar" solution and kool aid and re-tested on professional's meter with result of 28 mg/dl. Customer was treated with more kool aid and tested 68 mg/dl on professional mater and 253 mg/dl on the advantage system within 10 minutes of each other. The customer's test strips were expired (labeling advises not to use expired product). Requested return of suspect device; replacement sent.